Event description:
Preoperative presumptive diagnosis of possible implant rupture and breast tissue encapsulation. At surgery the implants were removed bilaterally. Evidence of significant gel bleed was present, but the implants were grossly intact.